Event description:
It was reported that stent dislodgement occurred, requiring additional intervention. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the device stopped advancing immediately after extending the guiding catheter around left main trunk to lad. The stent became dislodged and returned to the upper arm, but the device did not enter the guiding catheter, and the proximal side of the stent was flatted. The lesion was cut down and the stent was removed. The procedure was then completed with a different device. There were no further patient complications nor injuries reported.